Event description:
It was reported that following the implant procedure, the physician noted a repeated right ventricular (rv) over-sensing that inhibited pacing. However, the physician had not implanted a rv lead as the patient recently underwent mitral valve surgery and the rv port was plugged. Boston scientific technical services ts) was contacted and it was discussed that this behavior was due to the automatic lead detection (ald) feature. It was stated that the ald feature continually searches for the rv lead signal and normal impedance measurements. Because no lead was inserted into the rv port, the ald feature was still searching. Ts provided temporary reprogramming options to potentially alleviate pacing inhibition, as the patient was intubated following a tricuspid valve surgery. It was recommended to surgically reopen the pocket and insert the ra lead before plugging the rv port so that the ald feature terminates. A few days later, the physician surgically reopened the pocket and explanted the left ventricular (lv) lead. The lv lead was replaced with a non-boston scientific lead specifically for left bundle branch pacing. Additionally, a left bundle branch lead was inserted into the rv port to resolve the event. The rv and lv leads are not boston scientific products. At this time, the device remains implanted and in-service. The patient was stable with no additional adverse effects.